Manufacturer narrative:
Results of evaluation: conclusion: ab) based upon the inquiry info received and the visual examination, it was concluded that the balloon had become cut during surgery, making the instrument non functional. A) the instrument was received with 5 cuts in the proximal portion of the balloon at approx 330 degrees from the stopcock position. There was another cut in the distal portion which was approximately 310 degrees from the stopcock position. B) the instrument was received with 2 cuts in the proximal portion of the balloon at approximately 330 degrees from the stopcock position. The cuts were 1/8" in length and there was an abrasion mark observed between the cuts. No conclusion could be reached as to how this damage had occurred. Note: it was originally reported that 1 instrument was being returned, but 2 were received. Comments: ab) each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
During a laparascopic hernia repair the ted12 balloon burst. The rep had no further info. There was no consequence to the pt.